Manufacturer narrative:
Update to d8, e4, h2, h3 h6 and h11. This report is being supplemented to provide additional information based on the results of the final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where additional potential adverse events was confirmed where foreign material was noted in the air/water cylinder, suction cylinder, air /water tube, channel tube and jet tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were device damages such as scratches, cracks, creases and kinks that could be a source of microorganisms, particularly when combined with poor reprocessing. It is possible that damage could be a source of microorganisms; however, a conclusive root cause was not determined. When olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, it was confirmed that foreign material was in the air/water cylinder, suction cylinder, air /water tube, channel tube and jet tube but the type of material and root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from custome.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update: h11. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxilliary channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 1. Bacterial identification: streptomyces sindenensis.

Event description:
No additional information received from customer.